Event description:
The user received questionable low results for hcg + beta ii (hcg) on two different samples obtained on different days from a patient who was confirmed to be (B)(6)pregnant. The patient samples 1 and 2 were run in 16 x 75mm pour off tubes. Patient sample 1, gave a hcg result of 0.100 miu/ml. This result was accompanied by a data flag and was reported outside the laboratory. Patient sample 2, collected on (B)(6) 2010 gave a hcg result of 0.100 miu/ml. This result was accompanied by a data flag and was reported outside the laboratory. The patient had an intrauterine device (iud) installed on (B)(6) 2010, following the second hcg result from patient sample 2 on (B)(6) 2010. The patient had an ultrasound performed on (B)(6) 2010 that confirmed a pregnancy of (B)(6) gestation. The doctor questioned the low hcg results generated from both patient samples. The user said the original patient samples had already been disposed of, so no repeat testing of these samples is possible. No adverse event has been alleged regarding the low hcg results. Hcg reagent lot number, 15653702. Although the field service representative was unable to find a cause, he noted a possible problem with sample integrity. He replaced components and ran mechanical and performance tests which were all within specification.

Manufacturer narrative:
The investigation did not determine a specific root cause. No adverse events were reported.

Event description:
It was reported that during routine testing at the MFR, the collet would not accept the large pin. There was no patient involvement and no allegation of adverse consequences associated with this event.